Event description:
The initial attorney report alleged, 1 mesh implant, permanent injury, pain and suffering, additional surgery, defective mesh, explant. The following is based on the medical records provided by the patient's attorney. On (B)(6) 2009 - repair of incarcerated ventral hernia with composix kugel mesh. On (B)(6) 2010 - repair of another incisional hernia with composix kugel mesh. During this procedure the previously placed composix kugel mesh was encountered and explanted. Note - there was no defect reported related to the mesh that was explanted.

Manufacturer narrative:
Initially, one event was previously reported by the patient's attorney. However, review of the medical records showed there to be an additional implant and postoperative event. The medical records indicate that approximately one year post implant the patient underwent repair of a new hernia. During this procedure the composix kugel mesh was encountered and explanted. There was no mention of any defect or problem with the mesh. It appears that it was removed to facilitate the repair of another hernia in the same area. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no sample has been returned for evaluation. At this time it appears that the patient underwent an incidental explant of the mesh implanted on (B)(6) 2009. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2012-00866 for information related to the composix kugel mesh implanted on (B)(6) 2010.